Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v085158, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 31-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient met with the healthcare provider 6 months ago and were told that something was wrong with the lead. They stated that ¿the program does not do anything.¿ it was further reported that they met with someone ¿a couple weeks ago¿ and were told that the leads either came ¿undone¿ or were ¿broken.¿ it was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the lead issue was not determined. When asked to clarify the report that something was wrong with the lead; it was either undone or broken, the hcp reported the impedance was >4,000 on ¿0¿ combinations. The hcp reported they programmed around ¿0¿ combinations to resolve the issue with the lead. No further complications were reported.